Manufacturer narrative:
Corrected data: h6 - result code: 114 should be corrected back to 213, as 114 is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - result code: 213 should be corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.5/+3.5/089 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6)2019. The surgeon reports excessive vault, but the patient is asymptomatic. Reportedly, the lens remains implanted.